Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01665.

Event description:
According to the initial reporter: strut penetrated caval wall. Retrieval was attempted on (B)(6) 2019, but the filter had clot exceeding indication. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.